Event description:
It was reported that the customer received a low reservoir, signal to low and low battery alarm. The customer also experienced an unexpected re-start. The customer's blood glucose level was 130 mg/dl. The insulin pump will be returned and a new one will be sent to the customer. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube not plugged into the interface board properly. No error alarms could be confirmed due to the blank display. A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.